Event description:
Electrode was returned to MFR with the tip missing. Customer complained that it was missing. Hosp did not provide info on when the tip was discovered to be missing. If it occurred during a procedure, the procedure may have been delayed to retrieve the tip.